Event description:
Patient claims to have dropped pump and it fell on the bathroom sink and caused a crack which resulted in the bottom half of the pump casing to become dislodged from the pump. Patient used tape to hold pump together. This required no physician or hospital intervention. Insulin injections were administered at home.